Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) said he read instructions on what to do in the manual, disconnected the hp, called the nurse, they told him he should have called us. The tsr explained the system error, and the cg asked what should he do next. The tsr explained about finishing up therapy manual exchange. During troubleshooting it was discovered the patient line separated from the transfer set and the cg said he did not think he put it on tight. Proper procedures were reviewed with the caller. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. The problem was confirmed and the cause was loose connection.